Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (device shows ECG electrodes not making contact) was confirmed. Upon evaluation, the electrode belt exhibited intermittent ECG failures. Upon evaluation, the j7 wire was not soldered in any of the ECG electrodes. The cause of the device displaying that the ECG electrodes were not making contact is the unsoldered wires. The root cause is a manufacturing error. A corrective action was issued for this error. A 30-day notice to address this issue was approved by FDA on (B)(6)2015. No adverse event resulted from the open connection.

Event description:
A us distributor contacted zoll to report that a zoll representative indicated that the device was indicating that none of the ECG electrodes were making contact with the patient's skin.